Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the nurse was getting an error 79 (non recoverable error) on arctic sun device. The user had already turned device off and back on four times. The user turned on once more and emptied pads then mss helped used to swap the machine out. The user would send the device to biomed and requested a quote for depot repair. Per sample evaluation, it was reported that the alarm 74 in system and patient log dated on (B)(6) 2021, this was related to the t1 failure. It was noted that during replacement of the tank harness, the molded y tube from the chiller pump to the chiller tank was not having factory clamps in the connection point. The chiller outlet tube had expanded too much to hold the diverter and would need to be replaced. The power cord restraint was missing and would need to be replaced. Replacement of the tank harness corrected the alarm 74 issue. The chiller molded y tube and the chiller tank outlet l tube were replaced. A power cord restraint bracket was installed.

Event description:
It was reported that the nurse was getting an error 79 (non recoverable error) on arctic sun device . The user had already turned device off and back on four times. The user turned on once more and emptied pads then mss helped used to swap the machine out. The user would send the device to biomed and requested a quote for depot repair. Per sample evaluation, it was reported that the alarm 74 in system and patient log dated (B)(6) 2021, this was related to the t1 failure. It was noted that during replacement of the tank harness, the molded y tube from the chiller pump to the chiller tank was not having factory clamps in the connection point. The chiller outlet tube had expanded too much to hold the diverter and would need to be replaced. The power cord restraint was missing and would need to be replaced. Replacement of the tank harness corrected the alarm 74 issue. The chiller molded y tube and the chiller tank outlet l tube were replaced. A power cord restraint bracket was installed.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as it was found to be a cascading failure of an event previously reported. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the nurse was getting an error 79 (non recoverable error) on arctic sun device. The user had already turned device off and back on four times. The user turned on once more and emptied pads then mss helped used to swap the machine out. The user would send the device to biomed and requested a quote for depot repair. Per sample evaluation, it was reported that the alarm 74 in system and patient log dated on (B)(6) 2021, this was related to the t1 failure. It was noted that during replacement of the tank harness, the molded y tube from the chiller pump to the chiller tank was not having factory clamps in the connection point. The chiller outlet tube had expanded too much to hold the diverter and would need to be replaced. The power cord restraint was missing and would need to be replaced. Replacement of the tank harness corrected the alarm 74 issue. The chiller molded y tube and the chiller tank outlet l tube were replaced. A power cord restraint bracket was installed.